Event description:
During a stenting treatment procedure, the express biliary sd stent would not exit the end of the guide catheter when being advanced to the lesion. The patient was asymptomatic during this event. The lesion being treated was in a renal artery. The physician used a 6 fr veripath, lima-shaped guide catheter with an ID of .068" to cross the lesion. It is noted that resistance was met with insertion of the express biliary sd stent. The express sd stent was removed and replaced with a guidant stent system to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine'.